Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the rubber falling off the tip was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed; the bending section rubber was torn and a leak test could not be performed. This investigation is ongoing, and additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report that the rubber on the tip of their cysto-nephro videoscope fell off. The reported phenomenon was found during preparation for use for an unspecified, diagnostic procedure. No patient or user harm has been reported.